Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. Customer administered a correction bolus to address their bg level. Reportedly, emergency medical services were called to assist the customer as the customer administered too much insulin to address elevated bg. The pump was removed, and recommendation was made to consult with a healthcare provider regarding diabetes management.